Manufacturer narrative:
The product listed on the complaint report did not match the device returned. The returned catheter was model a4544 thr-40-4f lot# unknown. Inspection of the returned catheter confirmed that the spring tip was not attached. The balloon was found to inflate and function properly. It is unclear what caused the tip to detach from the catheter. A review of the manufacturing records found the lot passed all quality inspections. The root cause of the customer's experience could not be determined due to a lack of information related to the conditions proceeding and surrounding the event. This document represents our initial and final report.

Event description:
Incident as reported: declot - "the tip of the catheter came off inside of a patient during the procedure." After several communications with the reporting person it was determined that the tip of the catheter was not removed from the patient. Although the complaint stated no patient injury; it has been an applied practice to report such an incident.